Manufacturer narrative:
This tibial insert was visually and dimensionally inspected as received. A review of the device history record found no discrepancies were reported during manufacture. The info provided and the examination results, although not conclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.